Manufacturer narrative:
Product ID 3889-28, lot# j0421470v, serial#, implanted: 2005 (B)(6), explanted: 2012 (B)(6), product type: lead, product ID 3095-10, lot#, serial# (B)(4), implanted: 2005 (B)(6), explanted: 2012 (B)(6), product type: extension, product ID 3031a, lot#, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient met with a manufacturer representative and a health care professional on (B)(6) 2012 to have ins turned on and reprogrammed. Approximately three months prior, the patient experienced an "electrical shock" when the internal neurostimulator (ins) was turned on with the patient programmer. The shocking was described as "severe and patient felt several other shocks within the next several minutes". After the incident of shocking the ins was turned off and had been left off since. When the device was once again turned on the patient immediately experienced a recurrence of the "electrical shock-like" symptoms. The patient "could not bear" the shocking sensation at 1.5volts. The ins was turned off. Again, after the device was off, the patient experienced several more "shocks" within the next several minutes. An opportunity to reprogram the ins was not given. One report indicated that the ins was explanted (B)(6) 2012, while another report indicated that the ins was explanted (B)(6) 2012. The manufacturer's device registry indicated system explant on (B)(6) 2012.